Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device: uterus / perforation (uterus)") and pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("painful mensrual cycle") and vaginal haemorrhage ("heavy vaginal bleeding"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), dysgeusia ("a metallic taste in her mouth / other injury or complication: metal taste."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removal)) and surgery (underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, migraine, dysgeusia, dysmenorrhoea, vaginal haemorrhage, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptom. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events perforation (uterus), menorrhagia & headache are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: uterus / perforation (uterus) / migration') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("painful mensrual cycle / dysmenorrhea (cramping)") and vaginal haemorrhage ("heavy vaginal bleeding"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), dysgeusia ("a metallic taste in her mouth / other injury or complication: metal taste."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), hypersensitivity ("hypersensitivity") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removal) and underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, migraine, dysgeusia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, headache, hypersensitivity and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptom. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events hypersensitivity and vaginal infection added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), dysgeusia ("a metallic taste in her mouth"), dysmenorrhoea ("painful menstrual cycle") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, dysgeusia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptom. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.